Event description:
It was reported the st holster is making a very loud unusual noise when the cutter is spinning. There was no patient consequence reported. Case was completed using the st holster.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.